Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Based on the case information and related record review, the reported treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that suture placement with a proglide device was attempted in the mildly calcified left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, following suture deployment, when returning the foot to its original position, the lever was difficult to close, due to plaque. The sheath was upsized to 14fr and the aaa procedure was completed. No pulsatile blood flow was felt. An endarterectomy was done to remove the plaque and cut and remove the sutures. The vessel was surgically closed. There was a reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties, patient effect and treatment appear to be related to circumstances of the procedure. The reported patient effect of occlusion and treatment of surgical exposure are listed in the proglide instructions for use as known adverse events associated with use of suture mediated closure devices. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.